Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (alarm 01) occurred. Additionally, an empty cartridge alarm and an overfilled cartridge alarm occurred unexpectedly. Intermittent occlusion alarms also occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.